Event description:
It was reported that the patient received an inappropriate shock due to noise on the lead. The lead has high impedance and possible lead fracture is suspected. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was also noted that the criteria for the right ventricular lead integrity alert were met. There were fifteen nst (non-sustained tachycardia) episodes of less than 220 ms v-v cycle recorded between 13 and 16 sep 2013. There were 1857 of 4245 lifetime v-sic occur since 13 feb 2013. The lia (lead integrity alert) triggered on 14 sep and 14 oct 2010, 23 feb 2012, and 10 feb 2013 due to meeting the conditions for nst and v-sic.